Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
(B)(4). A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc has been submitted .

Event description:
It was reported that a laser vision correction patient had surgery on (B)(6) 2018 and presented on (B)(6) 2018 with epithelial basement membrane dystrophy (ebmd) centrally in the (os (ocular sinister)) post treatment. Secondary surgical intervention was required by performing a debridement in the os. It was stated that the patient had loss of best corrected visual acuity (bcva). The patient complained of blurred vision and was seeing much better after the retreatment. Patient reported symptoms are not interfering with daily activities. It was stated that patient's symptoms resolved on (B)(6) 2018. Bcva from (B)(6) 2018: right eye pre-op 20/20 .50 x -.25 x 20; left eye pre-op 20/20 .75 x -.25 x 160. Bcva from (B)(6) 2018: right eye post-op 20/20; left eye post-op 20/50.